Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 325cc breast implants and experienced deflation on the left side and capsular contracture baker grade unknown on the right side. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 7654829 (l) and serial number (B)(4), lot number 7572816 (r) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information received on 6/19/2019 indicated the baker grade for the capsular contracture is iii/IV. Manufacturer's reference number: (B)(4).